Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type lead, product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had problems falling and her wires got twisted, so they were shocking her when she used the device. The patient reported that when she visited the last time, a manufacturer¿s representative (rep) fixed her up. The rep set the machine on low, now it felt better, no shocking. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 01-oct-2013, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 30-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported patient has been waiting for the ins battery to die. Patient had to adjust stim higher because she wasn't feeling anything last night ((B)(6) 2020), her back was starting to hurt. Patient has had 23 back surgeries which is why she has the pain stim device. Patient increased stim and she is feeling some stimulation now. Patient wasn't using therapy because she was getting shocked and she was falling and her wires kept getting bent. Patient clarified her statement and stated that 2-3 years ago, she was falling a lot and her lead wires got bent and she was getting shocked from the stimulation so they set stimulation really low so patient can still use therapy and not get the shocking sensation. Patient stated they cannot revise the leads because they are so embedded in calcium. The hcp told her it would be a major surgery. Patient went to her hcp about a month ago and a manufacturer representative set the stim to run at a continuous rate really low so patient could just barely feel it. Patient was redirected to follow up with their hcp. No further complications were reported. On 2020-mar-24 additional information was received from the rep. Rep stated that he met with the patient on (B)(6) 2020. The hcp and rep worked with the patient and determined that what patient described as ¿shocking¿ was unwanted stimulation with positional movement or slightly different stimulation sensation. Device diagnostics were performed. All impedances were within normal limits and all devices were functioning as intended. Patient was reeducated and simple reprogramming was performed. Patient was happy with the results and the issue was considered resolved. Neither the hcp nor the rep were made aware of any wires/leads issues or calcium build up. No further complications were reported.